Event description:
This case was reported via (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods with clotted blood") and abdominal pain ("abdominal pain for 5 years") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain (seriousness criterion medically significant), endometriosis ("endometriosis"), allergy to metals ("allergy to nickel"), myalgia ("muscle pain"), tendon pain ("tendon pain"), arthralgia ("joint pain") and asthma ("asthma"). The patient was treated with surgery (hysteroscopic procedure in 2015). At the time of the report, the menorrhagia, abdominal pain, endometriosis, allergy to metals, myalgia, tendon pain, arthralgia and asthma outcome was unknown. The reporter provided no causality assessment for menorrhagia, abdominal pain, endometriosis, allergy to metals, myalgia, tendon pain, arthralgia and asthma with essure. Diagnostic results: on unknown dates: hysteroscopy, x-ray, ultrasound, MRI: no result provided. Numerous blood tests: found nothing. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic periods with clotted blood(seen as menorrhagia) and abdominal pain for 5 years. Hysteroscopic procedure was performed in 2015 approximately 5 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, consumer had endometriosis diagnosed during essure's use that might be the cause of her pain and exacerbated bleeding. However, considering the event's nature the contributory role of essure for both events cannot be ruled out. This case was regarded as incident since an intervention was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods with clotted blood") and abdominal pain ("abdominal pain for 5 years") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain (seriousness criterion medically significant), endometriosis ("endometriosis"), allergy to metals ("allergy to nickel"), myalgia ("muscle pain"), tendon pain ("tendon pain"), arthralgia ("joint pain") and asthma ("asthma"). The patient was treated with surgery (hysteroscopic procedure in 2015). At the time of the report, the menorrhagia, abdominal pain, endometriosis, allergy to metals, myalgia, tendon pain, arthralgia and asthma outcome was unknown. The reporter provided no causality assessment for menorrhagia, abdominal pain, endometriosis, allergy to metals, myalgia, tendon pain, arthralgia and asthma with essure. Diagnostic results: on unknown dates: hysteroscopy, x-ray, ultrasound, MRI: no result provided. Numerous blood tests: found nothing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 16-may-2017 for the following meddra preferred term: menorrhagia- analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic periods with clotted blood(seen as menorrhagia) and abdominal pain for 5 years. Hysteroscopic procedure was performed in 2015 approximately 5 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and uncharacterized pain may occur. In this particular case, consumer had endometriosis diagnosed during essure's use that might be the cause of her pain and exacerbated bleeding. However, considering the event's nature the contributory role of essure for both events cannot be ruled out. This case was regarded as incident since an intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible ,a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.